Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light was poor. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the reported malfunction that the light bulb holder was loose on the right. The bulb holder was loose due to damage to the igniter, which caused the lamp to take longer to light up and led to poor image quality. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had loose light bulb holder on the right. The issue was found during inspection for use. There were no reports of patient harm.